Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Device evaluation a specific cause for the observed tissue growth on the inflow cannula could not conclusively be determined through this evaluation. The patient was routinely transplanted and no issues related to the device or device therapy were reported. The pump was returned assembled with the pump cable severed approximately 11.5 inches from the pump housing. The modular cable and the remainder of the pump cable were not returned. A portion of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged. A distal segment of outflow graft and bend relief were also returned. The apical cuff was returned properly secured with the fully engaged cuff lock. Visual inspection of the inflow cannula revealed tissue growth on the proximal edge. The tissue was well-adhered and although it did appear to partially obstruct the inflow, there was no indication that the tissue had an impact on flow. A specific cause for the observed tissue growth on the inflow cannula could not conclusively be determined through this evaluation; however, no device-related issues were reported. Upon disassembly of the pup body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient routinely transplanted with no suspected device malfunctions on (B)(6) 2018. During investigation of the returned explanted pump, tissue growth was observed on the proximal edge inflow cannula that appeared to obstruct a small portion of the inflow.